Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's battery pins are damaged. There was no reported patient involvement

Manufacturer narrative:
Evaluation performed as the device was not returned to philips.